Event description:
It was reported to philips that the system intermittently could not x-ray. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer was performing a diagnostic procedure, which was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found the image database was corrupted. Fse restored the image database and recreated the image disk command. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.